Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fractured, vessel blockage and a myocardial infarction occurred. The target lesion was located in the proximal obtuse marginal artery. A 185cm kinetix guide wire was advanced to the lesion which was noted to be a curly vessel just distal to the diseased area. Subsequently, a 3.5 non-bsc guide catheter was advanced and a 2.25x15 promus stent was implanted in the target lesion. It was noted "vessel looked beautiful right after stent placement". However, the kinetix guide wire broke during removal from the patient. It was reported there was "wad that clotted off the om vessel". Attempts were made to remove the fractured wire by advancing a new non bsc guide wire passed the wire segment and to balloon and trap the wire with a filter wire, but were unsuccessful. The patient "rode out" a heart attack due to the vessel closing off, but the physician was present and confirmed that the patient is doing okay. No further patient complications were reported.